Event description:
On (B)(6) 2010, the pt reported experiencing elevated blood glucose of 202-439 mg/dl since changing the insulin cartridge, adapter, and infusion set the previous day. His target blood glucose level is 100 mg/dl. He stated, he had difficulty attaching the adapter to the infusion device and it felt tighter than normal. He changed the adapter and reconnected to the infusion device. Upon follow up (B)(6) 2010, he stated his blood glucose decreased after changing the adapter. He stated, his blood glucose elevated again on (B)(6) 2010 and ranged from 170-356 mg/dl. He stated, he changed the infusion site when he woke up, the site had been in place for 4 days. He stated, he also drank juice before bed last night and he did not bolus for it. At the time of the follow up, the pt's blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.